Manufacturer narrative:
Initial reporter: company representative.

Event description:
It was reported that during a routine follow-up of an asymptomatic patient, high atrial lead impedance was observed. No changes were made. The patient would continue to be monitored.